Event description:
It was reported, the distal tip of the sheath fell off into a patient. Several months after the procedure, the patient complained of pain and a second procedure was performed to remove the distal tip. Additional details have been requested but not yet provided.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2024-00134.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned and a specific root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "if any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way." Olympus will continue to monitor field performance for this device.